Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 19-jan-2021. The most recent information was received on 25-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 40-year-old female patient who had essure (batch no: 796911) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain (seriousness criterion medically significant), headache ("headache"), amnesia ("memory loss"), back pain ("lumbar pain"), arthralgia ("joint pain"), depression ("depression") and menorrhagia ("haemorrhagic periods"). Essure treatment was not changed. At the time of the report, the abdominal pain, headache, amnesia, back pain, arthralgia, depression and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, arthralgia, back pain, depression, headache and menorrhagia with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 19-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) year old female patient who had essure (batch no. 796911) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain (seriousness criterion medically significant), headache ("headache"), amnesia ("memory loss"), back pain ("lumbar pain"), arthralgia ("joint pain"), depression ("depression") and menorrhagia ("haemorrhagic periods"). Essure treatment was ongoing at the time of the report. At the time of the report, the abdominal pain, headache, amnesia, back pain, arthralgia, depression and menorrhagia outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, arthralgia, back pain, depression, headache and menorrhagia with essure. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.